Event description:
On (B)(6) 2013, an infusion device MFR reported a pt experienced a serious injury while using a roche infusion set. The report was rec¿d by the infusion device MFR on (B)(6) 2012. Husband reported she was hospitalized for hyperglycemia on (B)(6) 2012. Husband reported the infusion set was not inserted correctly by the pt, as she was unable to correctly operate the infusion device system due to limited memory and an aggressive brain tumor. The pt had an MRI on (B)(6) 2012. She disconnected the infusion device and left it with her husband, and he reconnected the infusion tube to the headset following the procedure. Nothing unusual was noted with the infusion site. Her blood glucose increased later that day, and husband noticed blood at the infusion site. Pt refused to change the site, and husband took her to the emergency room. Pt was admitted to the hospital, and physician decided to discontinue use of the infusion device. Pt was treated with insulin injections until she died on (B)(6) 2012 due to aggressive cancer. The pt¿s info was not provided; therefore, no further info could be gathered. No product will be returned for eval.

Manufacturer narrative:
No sample was received for examination. No product was returned.